Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned with the seal mechanism of the universal seal assembly deformed. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria were met before this batch was released for distribution. Device b additional information: batch # g9jw2d, expiration date: 03/2015, manufacturing date: 04/2010. Leak failure. The analysis results found that device (c) was received with the universal seal fractured in multiple pieces, the housing sleeve cracked and with the stopcock broken. The lens of the obturator was noted fractured. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # g9lm7m, expiration date: 11/2015, manufacturing date: 12/2010. Sleeve, lens.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, boo sound was heard and abdominal air leaked. The boo sound kept being heard from the beginning of the operation and did not stop. The device was used as-is to complete the case. There were no adverse consequences for the patient..